Event description:
The customer reported that about 100 ml of clear liquid leaked from the hmx autoloader and was around the right side of instrument, behind the main diluter panel to the floor. The leak was discovered after getting a "diluent comparison out of limits" error. No erroneous patient results were generated in connection with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced faulty tubing at valve pv49 to resolve the issues. The fse then performed verification of instrument to meet the specified requirements per established procedures.